Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump stopped working. The blood glucose reading is 302 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen, no bolus anomaly noted. The device had cracked reservoir tube lip.